Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. The customer's complaint was not replicated with in-house testing of retain lot w62643rb . No issues with analyte recovery were observed. Manufacturing batch records for lot w62643rb were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving a triage tni result of <0.05 ng/ml for one patient using a whole blood edta sample. The single triage tni device was run on two different triage meters and produced the same result. A plasma sample was collected in a lithium heparin tube at the same time and ran on the beckman access. The beckman access provided a tni result of 0.13 ng/ml. The facility's normal tni cutoff for both testing platforms is tni <0.05 ng/ml. No patient treatment or intervention was administered based on either tni result. The samples were run as an internal correlation at the facility. The customer also reported that controls were run on both triage meters and produced similar results. The qc device passed all parameters for both meters.

Manufacturer narrative:
Corrections: (B)(4).